Event description:
It was reported that "pt experienced minor burns to chest area post procedure".

Manufacturer narrative:
The actual device is unavailable for eval; however, rep photos of burns to pt's chest have been received. We have contacted the user facility for more details of procedure and the placement of the electrodes. A supplemental report will be filed.